Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited due to out-of-range shock impedance measurements greater than 200 ohms. Previously, shock impedance trends usually remained in the 40-0hm range with a few jumps to the 60-0hm range. There was no evidence of noise in stored episodes or the presenting electrogram (egm). Technical services (ts) discussed possible causes and recommended bringing the patient in for troubleshooting. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).